Event description:
Event: conversion to open surgical repair. Case detail: an angiogram performed during the implant procedure revealed that the pt's right renal artery was in near proximity to the aneurysm. Because the device had been unjacketed prior to the angiogram, the physician elected to convert the pt to open surgical aneurysm repair. The surgery was performed without incident, and the pt is doing well.